Event description:
It was reported to medtronic neurosurgery that the patient had the valve implanted due to hydrocephalus on (B)(6), 2014. According to the report, the patient was in a comatose state before the surgery. Reportedly, the patient did not gain consciousness after the surgery. According to the report, the physician stated that the patient¿s current state could improve if the valve pressure could be adjusted. The report stated that the doctor couldn¿t adjust the valve.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.